Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0y6e1, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4). Final analysis of the (tined lead) (va0y6e1) revealed the outer insulation was separated at the butt-joint of the proximal end.

Event description:
It was reported that the lead outer covering became separated/pulled away from the connection to the proximal end where electrodes plugged into percutaneous extension. The lead was tighten and when physician pulled on lead to check connection he stated that the lead outer cover pulled lose and saw the separation. The physician had to use a new lead. The issue was resolved at the time of the report. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available